Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01272. It was reported the patient's system was auto-reducing and diagnostic testing revealed low and high impedances. Reprogramming was unable to resolve the issue. Images taken showed one of the leads had migrated. The patient's scs system was explanted.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01272.